Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer experienced a blood glucose (bg) level of 459 mg/dl and ketones. The customer went to the emergency room (ER) on (B)(6) 2026. Customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ER the same day. Subsequently, the customer went back to the ER the following day ((B)(6) 2026) due to the issue not resolving. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided and ketones. The customer received intravenous fluids of saline and insulin to address the bg. The customer reverted to an alternate method of insulin therapy. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.